Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk), the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another set of pads with the same results. The clinician then obtained another device and another set of pads to continue treating the pt. Please refer to medwatch number (1220908-2010-02812) for the subsequent device used in the pt event. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.